Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that advancing difficulties were encountered. Vascular access was obtained via the femoral artery. Target lesions were identified in the left circumflex (lcx), obtuse marginal, and left anterior descending (lad) arteries. The target lesion of interest was 80% stenosed, 16x3.5mm, and mildly tortuous. After a jr 3.5 guide catheter was placed, a 0.014 non-bsc floppy wire was advanced to cross the lesion. Subsequently, a 3.50x16mm promus element ¿ drug eluting stent was selected for use to treat the lesion without pre-dilation. After passing the stent over the wire, the physician encountered difficulty advancing the promus element ¿ stent through the guide catheter. The device was removed and the procedure was completed with the deployment of two promus element ¿ stents in the lad and one non-bsc stent in the lcx. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed the stent moved on balloon and stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal edge and the proximal edge of the crimped stent were distorted, damaged & lifted upwards from the stent profile. The stent has also moved distally by approximately 1mm. This type of damage to the stent is consistent with the stent encountering resistance when advancing and subsequent withdrawal resistance; forcing the crimped stent to move distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the proximal balloon profile. The distal balloon profile has its wings (folds) disturbed by the distal movement of the stent. The proximal balloon wings (folds) were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated/deflated without issue. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. Solidified crystals were evident inside the outer lumen, which suggests that the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).